Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the potassium values varied on the device. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, blood loss or adverse consequences to the pt. Investigation in process, but not yet completed.